Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the de novo vein graft to the obtuse marginal with a thrombus present. The lesion was predilated with a 2.5 x 15mm maverick mr balloon and the 3.5 x 28mm promus element plus mr stent delivery system was advanced, but was unable to cross. Upon removing the stent the physician felt as though the stent got caught on the "y" adaptor as the stent was noted to be frayed on the end. The physician completed the procedure with a 3.5 x 28mm non bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The entire stent was severely misaligned & stretched however the majority of the damage is placed more distally on the stent and the most proximal rows of struts are still in the correct position. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the tip and balloon sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the de novo vein graft to the obtuse marginal with a thrombus present. The lesion was predilated with a 2.5 x 15mm maverick mr balloon and the 3.5 x 28mm promus element plus mr stent delivery system was advanced, but was unable to cross. Upon removing the stent the physician felt as though the stent got caught on the "y" adaptor as the stent was noted to be frayed on the end. The physician completed the procedure with a 3.5 x 28mm non bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4).